Event description:
The end of a 6 french check-flo sheath was noted to be missing after it was pulled from av fistula post angioplasty. X-ray confirmed that the 5mm tip of the vascular access sheath was located within the soft tissues of right forearm. Risk of retrieval was determined to be greater than risk of retention by the md, so the portion of the sheath was left in the patient.